Event description:
Reporter stated that, 9 days ago, patient performed back-to-back blood glucose tests using the suspect device, with results of 256 mg/dl and 556 mg/dl. Today, patient reportedly performed an additional set of back-to-back tests on the suspect device with results of 504 mg/dl and 73 mg/dl. Reporter noted that patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.